Event description:
Total colostomy procedure, small bowel anatomosis. Cs29 dlu got to firing range right away, and was fired. Anastomosis was tested with syringe with air trans-anally, and saline in the abdomen. Approximately 5 days post-op patient developed leak, was reoperated, and received ileostomy. Surgeon acknowledged having leaks in the past, but this was his second in 2 weeks.